Event description:
The customer observed falsely elevated magnesium on the architect c4000 processing module for one patient. The following results were provided: customer¿s reference range 1.6-2.6 mg/dl. (B)(6) 2025, sid (B)(6), 72-year-old female, initial magnesium result= 4.95 mg/dl; repeat result= 1.09 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the arc c8k cuv pr 1 pair number 44 was chipped. The fsr replaced the part which resolved the issue. The module function was verified with a control/precision run. The instrument service history for the (B)(6) verified no subsequent issues have been reported related to the complaint issue after the service intervention. A review of tracking and trending of the arc c8k cuv pr 1 pair did not identify any trends. A review of tracking and trending did not identify any trends for the architect c4000 with regards to the current issue. A review of manufacturing documentation did not identify any non-conformances related to the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module or the arc c8k cuv pr 1 pair was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium on the architect c4000 processing module for one patient. The following results were provided: customer¿s reference range 1.6-2.6 mg/dl on (B)(6) 2025, sid (B)(6), 72-year-old female, initial magnesium result= 4.95 mg/dl; repeat result= 1.09 mg/dl there was no impact to patient management reported.